Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The tbm stated the right arm has come free and per the dealer it appears as the left will soon be damaged. They stated it is a small clamp that holds the swing away arm to the chair that is causing the issue. No pt injury or property damage was reported. Mark the tbm stated that he was just told of the issue this morning.